Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported, baseplate failure due to patient being excessively large - would have implanted a size nine if available.